Event description:
Found tpn tubing leaking mid portion of tubing from hole in tubing. Not sure if pt may have chewed line. No pt harm reported for this event. Customer stated no add'l pt/event info will be provided.

Manufacturer narrative:
MFR's report date: 05/11/2011. (B)(4). An investigation could not be performed. Reporter indicated that the device is not available for eval. The cause of reported leak is unk.